Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation. The other set of paddles used during the event is being reported on medwatch report number 1220908-2007-00235.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) that two sets of paddles would intermittently not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.